Event description:
During right knee arthroscopy & anterior cruciate ligament reconstruction with patellar tendon allograft, the rigid fix insertion sleeve broke w/ 1cm piece of metallic fragment retained in the lateral femur.